Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract and intraocular lens iol implant procedure, the surgeon implanted the lens in the patient but the blue rod which was supposed to push the lens forward slipped under the lens and the lens got stuck in the housing in the pen. The procedure was completed on same day with same company another lens from stock. Additional information has been requested.